Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that there was a no delivery alarm and she is unsure of when it occurred. The customer also mentioned that she was hospitalized for low blood glucose readings yesterday morning. The customer also stated that it was not due to the pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. All of the buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.